Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmissions revealed the patient¿s implantable cardiac monitor (icm) had recorded under-sensing of patient cardiac arrhythmia. No intervention performed was reported. The patient was in stable condition.